Event description:
It was reported that they spoke with charge nurse. The nurse stated that they have a patient that started therapy around 10:00 am this morning in an arctic sun device. The screen showed low flow and air leak, water flow rate (wfr) was 1.3 l/min. The nurse confirmed they had not received any alarms, and it seemed to be working, however they thought this was lower than usual. Confirmed with nurse they had four pads connected. Had nurse straighten all tubing to ensure no bends or kinks, nurse noted there did seem to be a lot of bubbles in one of the pad's clamps. Nurse thought the patient went to CT earlier on day shift. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to reconnect pads holding only the blue tubing and not the plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0-0.3 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 52 percentage, system hours 2,518, and pump hours 2,099. Had nurse connect right chest pad only, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse connected right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage. Nurse confirmed it looks like the orange o-rings were intact on the end of the fluid delivery line (fdl), no noticeable damage or missing rings. Nurse stated that it did sound like there might be an air leak where the blue tubing on the pads meets the plastic clamps. Suggested nurse to swap out the pads for a new set of pads. Informed nurse to keep these pads at the nurse's station, lot# nggt2563. Walked through disabling manual control. Informed nurse to call back with any issues once they swap the pads out.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the spoke with charge nurse. The nurse stated that they have a patient that started therapy around 10:00 am this morning in an arctic sun device. The screen showed low flow and air leak, water flow rate (wfr) was 1.3 l/min. Nurse confirmed they have not received any alarms, and it seems to be working, however they thought this was lower than usual. Confirmed with nurse they have four pads connected. Had nurse straighten all tubing to ensure no bends or kinks, nurse notes there did seem to be a lot of bubbles in one of the pads clamps. Nurse thought the patient went to CT earlier on day shift. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to reconnect pads holding only the blue tubing and not the plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0-0.3 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 52 percentage, system hours 2,518, and pump hours 2,099. Had nurse connect right chest pad only, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse connected right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage. Nurse confirmed it looks like the orange o-rings were intact on the end of the fluid delivery line (fdl), no noticeable damage or missing rings. Nurse stated that it did sound like there might be an air leak where the blue tubing on the pads meets the plastic clamps. Suggested nurse to swap out the pads for a new set of pads. Informed nurse to keep these pads at the nurse's station, lot#: nggt2563. Walked through disabling manual control. Informed nurse to call back with any issues once they swap the pads out. Per nurse via phone on (B)(6) 2024, it was reported that they received technical support from the biomed team and the patient was able to complete therapy on the initial device. No patient impact was reported.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The latest labeling revision was be reviewed for this investigation. The instructions-for-use reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.